Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the "up" direction did not meet the standard value due to wear of the angle wire. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. Additional findings include the following: the bending tube was deformed, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the paint on the suction cylinder was peeled, the paint on the air / water cylinder was peeled, the suction cylinder was shaved, the control unit had discoloration, the adhesive on the bending section cover unit had a crack, and the connecting tube had a wrinkle. The following findings had a scratch: the plastic distal end cover, image guide protector, the protector of the universal cord on the scope connector side / control section side, the scope connector cover unit, the forceps elevator lever, the connecting tube, the forceps elevator knob, the right / left knob, the switch box, the scope cover, the scope connector, the universal cord, the grip, the control unit, the bending section cover, and the up / down knobs. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope "down" angle was down. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.